Event description:
The manufacturer's representative reported the pt had been experiencing "intermittent withdrawal." The pt had been receiving a simple continuous infusion but was recently changed to complex or periodic bolusing. A follow up report will be sent when additional information is received.